Event description:
It was reported that the implantable neurostimulator (ins) was initially implanted in the buttock. The ins was revised and moved deeper. The ins was later revised again and moved into the flank area. The caller was concerned that the device was implanted too close to the spine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that a battery revision took place on 2011-(B)(6)to move the battery from the right buttock to the right flank. The results were fair-good. The patient required hospitalization and recovered without sequelae.

Event description:
Additional information received from the hcp reported that the cause of the event was pain at the generator site in the buttock region. The patient experienced hyperesthesia at the incision site of the generator, and showed ambulation, sensory and emotional changes along with new pain. An x-ray taken (B)(6)-2011 was found to be normal. There was no patient injury.

Manufacturer narrative:
Lead model 39286-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; extension model 370812, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; extension model 370812, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; programmer model 37743, serial # (B)(4); accessory model 37752, serial # (B)(4).